Event description:
Pt reported allegedly developing severe abdominal pain, nausea, vomiting, rashes, spondyloarthritis, and lap-band adhesion to the liver. A magnetic resonance imaging (MRI), computer tomography (CT) and esophagogastroduodenoscopy (egd) were conducted, which pt reported allegedly did not provide a diagnosis. The pt reported that the pt's gallbladder was removed as the pt's physician "felt this might improve the symptoms but it did not." The pt reported the device was explanted and it is unk if a new device was implanted. F/u findings: health professional reported spondyloarthritis and rashes have not been diagnosed by the doctor and it is unk if spondyloarthritis is a pre-existing condition. Diagnostic testing did not result in any diagnosis. The doctor noted "due to [the] pt's ongoing symptoms, and persistent symptoms with the deflation of the band, removal of [the] band is necessary." During explant surgery, "there were a few adhesions of [the] band adhering to [the] liver. The band was obscured by adhesions and taken down by cautery to reveal [the] buckle." The device was explanted without replacement.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the model number and implant date provided by the reporter, the connecter type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No add'l info has been reported to allergan regarding the serial number. Pain, nausea, vomiting, irritation/inflammation, connective tissue disorder and adhesion to the liver are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of vomit and nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." "Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." Device labeling addresses the reported event of irritation as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subject included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of irritation as follows: caution: pts must be cautioned to chew their food thoroughly. Pts with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly event obstruction. Device labeling addresses the reported event of auto-immune disease/connective tissue disorders as follows: 32. Although there have been no reports of autoimmune disease with the use of the lap-band system, auto-immune disease/connective tissue disorders (i.e., systemic lupus erythematosus, scleroderma) have been reported following long-term implantation of other silicone devices. However, there is currently no conclusive clinical evidence to substantiate a relationship between connective tissue disorders and silicone implants.